Event description:
On 11/19/96, she was treated with two formulations of collagen in the nasolabial folds, glabella, and vertical lines above the upper lip. On 11/19/96, the pt presented with tender red vesicles at the lower right nasolabial treatment site; exact date of onset unknown. The physician diagnosed herpes simplex and prescribed oral valtrex. All symptoms resolved completely by early 12/96; exact date of resolution not recalled.